Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 17 of 18 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive devices did not work with the new battery devices. It was noted that the battery devices did not show any charge after the charging process with the universal battery charger devices. The reporter indicated that they were unable to determine the reason for the issue or which devices were causing the issue. There were no delays to the surgical procedure. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device did not work was confirmed. An assessment was performed on the device which found that the control unit was defective due to a short circuit. It was determined that this malfunction triggered the fuses on the batteries due to overvoltage. It was further determined that the assignable root causes of this condition was due to improper cleaning and maintenance, which is user error/misuse/abuse, and normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer, additional information was obtained. The reporter clarified that the patient was not harmed and the surgery was completed successfully with a spare device. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. Mfg date: the previous report stated the date of manufacture (dom) was unknown. It has been updated to reflect the date (aug 6, 2003) the device was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly.